Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. Based on device examination, the nail adapter shaft was bent, and the threaded tip was broken. It may be that item was damaged due to excessive loads exerted on it. This report is submitted following an FDA inspection at the manufacturer facility.

Event description:
During the insertion of a piccolo composite tibial nail into the bone, the nail adapter broke while surgeon used the mallet. The broken distal tip of the adapter was removed, and operation was completed satisfactorily.